Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 1 was bent.

Event description:
It was reported to philips that the device had a damaged battery pca. There was reportedly no patient involvement.